Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab, damaged firing trigger teeth the analysis results found that the ats45 device was received with the firing trigger damaged and with a reload loaded in the device. The device was loaded with a partially fired reload. The reload had the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the surgeon fired the first firing across the appendix did it locked out and did not fire. There was no other information available concerning the event due to a note was left with the device in materials. There were no patient consequences reported.